Event description:
It was reported to philips that the device had a red x indicator appearing. There was no patient involvement.

Manufacturer narrative:
Updated model number and serial number.

Event description:
It was reported to philips that the device maintenance discovered defected battery. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.